Manufacturer narrative:
Draeger has started an investigation. A follow-up report will be submitted upon completion.

Event description:
During a critical care procedure, the m540 monitor failed to display blood pressure (bp) data after connection to the hemodual system. Despite multiple troubleshooting steps (changing cables, rinsing lines, restarting the scope), the issue persisted until the monitor was replaced. The malfunction led to loss of bp monitoring, requiring manual cuff placement on a critical IV line and emergency administration of vasopressors (amines and phenylephrine bolus). The patient became more hypotensive during the incident.

Event description:
During a critical care procedure, the m540 monitor failed to display blood pressure (bp) data after connection to the hemodual system. Despite multiple troubleshooting steps (changing cables, rinsing lines, restarting the scope), the issue persisted until the monitor was replaced. The malfunction led to loss of bp monitoring, requiring manual cuff placement on a critical IV line and emergency administration of vasopressors (amines and phenylephrine bolus). The patient became more hypotensive during the incident.

Manufacturer narrative:
Further information was provided where the users noted the arterial parameter box label changed during the event. No further patient information was provided due to local patient confidentiality laws. Review of the logs provided show multiple ¿transducer failure¿ and "check zero" alarms were provided during the event and five different invasive blood pressure (ibp) labels were applied to the two pressure channels within 30 minutes, (art, gp2/pg2 , gp1/pg1, aor, and cvp/pvc). The instructions for use (IFU) provides the following for these messages: ¿transducer failure¿; cause: hardware failure in the pressure transducer. Remedy: check the transducer and replace, if necessary) and ¿check zero¿; cause: the invasive blood pressure zero value stored in the m540 was lost and the transducer requires zeroing. Remedy: zero the transducer. Additionally, instructions relating to labeling of ibp channels and when to zero the transducer are provided (including when changing the transducer or tubing [lines] and whenever a transducer cable is connected to the monitor which the customer reported having done when troubleshooting). Based on review of the logs, root cause of the reported loss of ibp reading was identified as a transducer failure. The transducer/s used during the event were identified as codan dpt-6000 transducers which were requested for analysis but were not provided as they had been discarded, therefore, specific root cause of the transducer failure could not be determined. The troubleshooting performed by the users led to the loss of the stored zero value and relabeling of the pressure labels during the event caused a labeling conflict resulting in the reported parameter box label change.